Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect and use error with the initial drain alarm setting inappropriately programmed. Additional information: the label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a high drain 101 (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) at the end of therapy. The home patient (hp) stated the registered nurse (rn) told her to contact baxter about the alarm. The technical service representative (tsr) asked them if the hc was on. The hp stated yes. The tsr explained the hp would have to use manual bags for tonight. The tsr asked the hp if they did a manual exchange on the hc yesterday. The hp stated yes. The tsr asked what the fill volume (fv) was. The hp stated the fv was equal to 2000ml. The tsr had the hp press go. The hc went to press go to start. The tsr reviewed therapy settings, therapy log and uf per cycle. The therapy was set to continuous cycling peritoneal dialysis (ccpd)/intermittent peritoneal dialysis (ipd), the total volume was set to 9000ml, the total time was set to nine hours, the fill volume was set to 2200ml, the last fill volume was set to 0ml, the weight units were set to kilograms, the patient's weight was set to(B)(6), the number of cycles was set to 4, the dwell time was set to one hour and forty seven minutes, auto dim was set to no, the initial drain alarm was set to 0ml, the comfort control was set to 36 degrees celsius, last manual drain was set to yes, the target ultrafiltration (uf) was set to 0ml, and alarm was set to no. In the therapy log on (B)(6) 2012 at 21:28, therapy was complete. The initial drain volume was equal to 17ml, the recovered initial drain volume was equal to 0ml, the last fill volume was equal to 0ml, the total fill volume was equal to 8797ml, the total drain volume was equal to 12155ml, the average dwell time was equal to one hour and forty four minutes, the average drain time was equal to twenty one minutes, the total uf was equal to 3358ml, there were no bypasses, no manual drains, and no changes in therapy. The uf per cycle was as follows: the cycle 4 was equal to 11809ml, the cycle 3 uf was equal to -260ml, the cycle 2 uf was equal to 142ml, and the cycle 1 uf was equal to 2296ml. The tsr explained the hp only drained out 17ml, in the initial drain, so they did not drain out her drain fill. The tsr explained the hp drained out 4496ml, in drain 1 and that was why the hc alarmed high drain 101/call pd nurse. The tsr recommended the hp watch the initial drain if they did a day exchange to make sure they drain out, and if they don't and the hc moves to fill the hp should press stop and do a manual drain. The tsr explained how to do a manual drain on the hc. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The nurse spoke with product surveillance on (B)(6) 2012, in regards to the high drain alarm. The nurse stated that the home patient did not have a patient injury or require any medical intervention for the reported incident. The nurse stated the hp was unable to use the first device that was swapped. A second swap was initiated ((B)(4)), the nurse was notified and has assisted the patient with the setup of the new device. The nurse stated the home patient is currently performing therapy without any complications.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.